Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fridge door was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed. A field service engineer (fse) identified that the door hasp required to be adjusted. Fse then readjusted the door hasp with 3m adhesive to resolve the issue. The system functioned as intended after the field service engineer repaired the device.